Event description:
It was reported that; the blocker gets lose after medical procedure. Procedure successfully completed by a revision of the lose blocker.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the IFU states that these devices are not meant to indefinitely withstand the loads of normal bone as they are only meant to aid in fusion. It is possible that extended implantation contributed to the eventual loosening of the structure. However, no additional information regarding surgeon's technique, length of implantation, and patient's bone condition was provided, so a root cause cannot be determine conclusively. Conclusion: due to the multifactorial nature of the event, the root cause cannot be determined conclusively.

Event description:
It was reported that; the blocker gets lose after medical procedure. Procedure successfully completed by a revision of the lose blocker.